Event description:
The device was returned to the mfg facility with a report from the customer contact that the end of the tubing near the option-lok male spin collar was broken. This does not indicate a reportable malfunction. However, during verification testing at the mfg facility, it was observed that the male adapter of the option-lok was completely broken off.

Manufacturer narrative:
One used device was received at service center for testing and investigation. Visual inspection of the sample revealed that the option-lok male adapter was completely broken off. A formal investigation has been completed. According to the investigation findings, the reported issue is related to the design. The spin collar option-lok "t" dimension was changed, and this change was made to overcome interference with the clave and microbore clave thread stops. The slightly reduced thread length may be a contributing factor in customer complaints recently received of broken male adapter. A lot history review was performed for the recorded lot number. As a result, no additional reports were found for the (B)(4) units manufactured for this lot number. This report represents all the info known by the reporter upon query by hospira personnel.